Event description:
During a site visit the customer reported that there was a channel disconnect event during open heart surgery. Levophed, maintenance fluids and magnesium were infusing. The staff taped the devices together to try and keep them from disconnecting. There was no report of pt harm and no medical intervention was required. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, unsure if the devices will be returned for eval. The system was not sent to the biomed and was kept in use. A f/u report will be submitted should the devices be received for eval.